Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera bronchovideoscope was leaking from the biopsy channel after an unknown procedure. Upon inspection and testing of the returned device, it was discovered the insertion tube coating was peeling. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration of the insertion tube found during evaluation.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the leakage was detected at the instrument channel. It was noted, the insertion tube was dented and the coating was peeling and wrinkled. In addition, the boot of insertion tube was scratched, remote switch 1 & 4 were worn and the electrical connector was corroded. This scope had sustained fluid invasion at control body and there may be other defects which are not apparent during this stage of the investigation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although the root cause cannot be specified; it is likely that physical stress, chemical stress, and/or the device storage environment may have caused the suggested event. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocesing manual_ general policy precautions warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk.¿ corrections to the initial report were made. E2 changed from ¿yes¿ to ¿no.¿ also, "health professional" removed from g2. Olympus will continue to monitor field performance for this device.